Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failure with the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the synthetic lateral view never showed up. The screen was all black when they put it on the screen. The site attempted to adjust brightness/contrast settings and tried the re-center button. It is not known if this troubleshooting occurred while any navigation instruments were in view of the camera. A manufacturer representative shadowed during the next few cases and the issue did not reoccur. Neither was the representative able to replicate the issue. Thought to be some sort of fluke error or user error in the original case. There was no impact on the patient¿s outcome due to this event. There was no reported delay to the procedure due to this event.